Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress due to dropping or bashing the affected part on the hard surface /object, or chemical stress was added during cleaning/disinfection process. The event can be prevented by following the instructions for use (IFU) section which state: warnings and cautions ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to a gap between acoustic lens and ultrasound probe and chipped acoustic lens, service found that there was a leakage due to deformed scope connector and shaved guide pin of the electrical connector. The adhesive on the bending section cover was chipped, the forceps control lever was not moving smoothly due to damaged lever mount, the up/down knob could not be locked securely due to worn lock engagement lever, there was play in the up/down, and the right/left knob due to wear of the angulation wire, the angle knob torque of the up/down knob was out of specification due to deformed bending tube, the air/water cylinder was discolored, the switch button #1 was cut, and the image guide protector was damaged. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the adhesive on the bending section cover was bad and there was angulation malfunction. The reported issue was observed during maintenance of the subject device. There was no patient or procedure involvement. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that there was a gap between the acoustic lens and the ultrasound probe and the acoustic lens was chipped. This report is being submitted for the malfunction found during evaluation of the device.